Manufacturer narrative:
(B)(4). D4 & h4: it was stated the exact item involved in the event is unknown; however, 4 juggerstitch devices were used during the procedure. The following item/lot combinations are the possible item/lot combination that could have fractured: possible item/lot combinations involved are: item# 110024773; lot# 66526636 manufacture date: jan 22, 2024 sterile date: jan 22, 2029 UDI: (B)(4). Item# 110024773; lot# 66136347 manufacture date: aug 24, 2023 sterile date: aug 24, 2028 UDI: (B)(4). Item# 110024773; lot# 66734427 manufacture date:may 28, 2024 sterile date: may 28, 2029 UDI: (B)(4). Item# 110024772; lot# 66061583 manufacture date: may 20, 2023 sterile date: may 20, 2028 UDI: (B)(4). E1: full establishment name - (B)(6) hospital. G2: foreign - event occurred in colombia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial meniscal injury repair approximately seven (7) months ago. During the procedure, four (4) jugger stitch devices were used to complete the procedure: three (3) curved and one (1) straight needle. The procedure was completed without apparent complications, and upon final joint inspection, the integrity of the repaired meniscus and the rest of the joint was adequate, with no pathological findings or visible intra-articular foreign bodies. Subsequently, the patient presented with a foreign body sensation and discomfort located in the posterior region of the knee approximately six (6) months post-implantation. Imaging studies revealed the presence of a sharp object in superficial soft tissues, traveling toward the skin, with no intra-articular involvement. Surgical exploration was conducted and removal of the foreign body occurred where it was identified that the object was a metallic fragment, specifically the tip of one of the needles of the juggerstitch meniscal suture device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather product ID information and no further info is available no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single lateral film of the left knee demonstrate a linear metallic object within the subcutaneous soft tissues of the posterior knee. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The complaint was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.